Manufacturer narrative:
This supplemental report was submitted to provide additional information from the investigation results. This device was manufactured (cybersonics, inc) in june 2019; the device history records were not made available to olympus for review. Additionally, a review of complaint history yielded no prior complaints initiated for this serial number (B)(6)). A definitive root cause could not be determined as the device has not been returned for an evaluation. Olympus will continue to monitor the field performance of this device. However, if additional information becomes available of if the device is returned at a later date, this report will be supplemented accordingly. To mitigate the risk of damage to the device, the device instructions for use (IFU) manual states, "the check probe indicator is illuminated red when the probe is causing a malfunction. The probe should be checked for proper attachment to the transducer using the wrench. The probe should also be checked for any signs of failure such as tip wear or cracks. The error indicator illuminates red when there is a general system malfunction. The generator power should be cycled off and then back on after waiting a few seconds to reset the system." Should the error remain following replacement of the probe and/or transducer per IFU instruction, failure may be attributed to a damaged receptacle or a faulty circuit board. Foot switch and transducer plugs/receptacles are often damaged resulting in the presentation of error messages. To avoid damage to the plug and receptacle pair, ensure all connections are made with a push/pull action. Do not twist or turn the plugs.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for MDR#: 3011050570-2020-00014. A physical evaluation was conducted on october 16, 2020. The evaluation confirmed the reported event as the unit failed to work with (spl-s) generator with error; red led (light emitting diodes) turned on when s and h buttons were pressed. This was due to bent pins inside connector at generator side. The investigation was completed by the legal manufacturer and determined that the likely cause of the damage pins was due to the end user's handling. As stated on the IFU and as a preventive measure, the user manual states: "connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug," and " connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned (from (B)(6) to the manufacturer for evaluation. The investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The manufacturer was informed that the shockpulse lithotripsy transducer produced no output when attempting to activate from the buttons. The "check probe" error displayed with red error lights. There was no patient injury reported.